Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that during implant procedure, the impella cp could not be started. Manual pump start was not possible, and automated impella controller (aic) displayed 'impella stopped" error message. The pump was therefore explanted and new one was placed without any issue. There was no reported patient harm.

Manufacturer narrative:
The investigation for the pump did not start has been completed. The impella cp was returned for evaluation. Upon visual inspection of the pump, the motor cable lines at the base of the motor housing were found to be twisted over each other and one of the motor cable lines was found to be necking. Electrical testing was performed and was found to be in range at the time of testing with the pump sitting untouched on the lab bench. The wire inside the necked was found to be broken and when tension was pulled on the motor cable line, the inner wire would fully separate and result in an open line on electrical testing. Once tension in wire was removed, electrical testing of the motor cable line would read in range. Pump was run in lab in a bucket of water for approximately 5 minutes, when pump was being repositioned in bucket, a pump stop occurred. Pump was able to be restarted and each time the pump catheter was manipulated, a pump stop occurred. Data logs from the field showed the pump was inserted into the patient and attempted to be restarted 6 times, each time alarm #119 "impella stopped" alarm was triggered. The root cause of the pump not starting was due to an intermittent electrical open motor cable line. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high risk cpi in following sections: section: section: using the automated impella controller with the impella catheter section: using the automated impella controller with the impella rp with smartassist system catheter section: impella stopped added- d9 device return date, h6 impact code 4629 g1 corrected MDR reporting address g1-updated MFR site name and address.